Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19337. It was reported that the patient presented in clinic upon developing a pericardial effusion. It was alleged that the patient's recently implanted atrial and right ventricular (rv) leads may have contributed to its development. The physician elected to perform a dual lead revision along with a pericardiocentesis to address the fluid build up. Prior to the procedure, it was noted that the rv lead exhibited high capture threshold. During the procedure, the rv lead's helix failed to extend upon retracting from its fixed position, leading the physician to explant and replace it. No issues were noted on the atrial lead. The atrial lead was repositioned without any complications on (B)(6) 2020. The patient was stable.